Event description:
Reporter alleged discrepant blood glucose values of 426 mg/dl on the inform system compared to 171 mg/dl on a comparison lab drawn within 5 minutes. No actions or treatment reported. No adverse event reported. A request was made for the return of the suspect product and replacement product was sent.